Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly was returned outside of the loading device. The seal was detached from the tension spring assembly. The slide lock remained in the unlocked position. The plunger was not depressed on the delivery device. The seal was analyzed for cracks or delamination. There was no detection of cracks and/or delamination of the seal. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .199 in. The outer diameter was measured at .213 in. The length of the delivery tube was measured at 2.57 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" and the analyzed failure "detachment of device" is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system customer tried to set the device according to the procedure, but the seal was not loaded into the delivery system properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system customer tried to set the device according to the procedure, but the seal was not loaded into the delivery system properly. The hospital did not report any patient effects.